Event description:
It was reported the patient was experiencing nausea, vomiting and a return of symptoms following a fall. The patient had fallen (date of fall unknown) causing a hematoma. The hematoma required intervention to draw off the blood. A back injury was suspected due to the fall. Troubleshooting was being considered for the catheter. The drug used in the pump was not reported. A revision surgery was scheduled with the plan to revise the catheter and possibly replace the pump at the same time since it had been in place for seven years. The manufacturer's device tracking system indicated both the pump and catheter were replaced approximately two weeks later. The patient outcome remains unknown. Additional information has been requested but was not available on the date of this report.